Manufacturer narrative:
Concomitant products: product ID 37754, serial #(B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. The stimulator was connected to known good leads and impedances on every electrode pair and the group measurement were good.

Event description:
It was reported at the time of report the patient experienced high impedances. Impedance readings revealed contacts 7, 14, and 15 showed >40k ohms and contact 8 showed >25k ohms. It was additionally reported the patient experienced ¿stimulation in the wrong location.¿ it was stated ¿the lead had moved and the patient was feeling stimulation in the abdomen area¿ at the time of report. The patient denied experiencing any falls or traumas. It was noted the patient¿s entire system was to be explanted on the day of report. Additional information stated the patient was ¿getting good stimulation¿ following their system replacement procedure. A supplemental report will be filed if additional information becomes available.